Event description:
It was reported via medwatch number: mw5109155 that a female patient who underwent an unspecified breast augmentation with two 400cc mentor memorygel breast implant has experienced unexplained systemic symptoms postoperatively, including fibromyalgia, raynaud¿s syndrome, weight gain, pain, impaired healing, fatty liver disease, poor sleep, low libido, acid reflux disease, tinnitus, sinus issues, arthritis, ovarian cysts, heavy uterine bleeding, absent sense of smell, unexplained fevers, yeast infections, irritable bowel syndrome, changes in body temperature, inflammation, limb numbness, shortness of breath, difficulty swallowing, hair loss, metallic taste, extreme sinus phlegm, numb toes, jaw clinching, and frequent urination. As a result, patient underwent bilateral removal without replacements on (B)(6), 2022. Patient reported significant improvements in all her issues. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 11, 2022, indicated that the impacted devices are left side sn#:(B)(6), right side sn#:(B)(6). The patient age at the time of event was 52 years old, ethnicity is caucasian. Date of first implant (B)(6) 1980, date of second replace implants (B)(6) 2009, date of explant (B)(6) 2022. Replacement devices were unspecified silicone. Patient reported that she had no history of any autoimmune problems prior to implants, and with implants she had fibromyalgia, chronic fatigue syndrome, raynaud's syndrome, neuropathy, restless leg syndrome. Patient confirmed her first implants were mentor and the primary reason for device removal was breast implant illness. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report relates to the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per the additional information provided, the patient reported being diagnosed with squamous cell carcinoma (scc) in the mouth. Per the patient, she had inflammation due to her breast implants, which she believes may have caused the scc in her mouth. The patient had surgery last september and 7 weeks of radiation from november thru december. She now presents with a "knot on her collarbone" and a lump in her breast. She's scheduled to have a pet scan on (B)(6) 2023. Should additional information become available, this case will be re-assessed, and notes will be updated. Manufacturer¿s reference number: (B)(6).